Event description:
It was reported that an arteriotomy closure of a mildly tortuous common femoral artery was attempted using a proglide device with a 5f sheath after a coronary diagnostic procedure. Reportedly, resistance was felt during device insertion. The device was removed and it was observed that the device was kinked at the junction of the distal guide to the proximal guide. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not known. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.